Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. Initially it was reported that during the procedure, there was a catheter sensor error. Replaced the cable with a new one; however, this did not solve the problem. Therefore, replaced the catheter. The procedure was prolonged by 5 minutes. There was no patient consequence. The event was assessed as a non MDR reportable unknown sensor issue. The catheter can not be used and must be replaced. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was reddish brown material inside and a hole on the pebax with internal parts exposed. The hole on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2023. The device was returned to biosense webster for evaluation. Visual inspection, screening, temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. A screening test was performed, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. Temperature and impedance testing was performed, in accordance with bwi procedures. The catheter temperature was working correctly and within specifications. No temperature or impedance malfunction was observed. The malfunction reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The reddish-brown material inside the pebax area found could be related to the reported issue; however, it cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).